Event description:
During prime there were two instrument alarm code 103's for a centrifuge blocked line. The operator was able to resume by following directions in the operator's manual. At about 20 minutes into the procedure there was an instrument alarm code 45 for a centrifuge blocked line. The operator was again able to resume past the alarm after referring to the operator's manual. When about 1000 ml of whole blood had been processed the operator noticed red plasma going into the collection bag through the component rich plasma tubing and the plasma tubing. Red plasma was then noticed in the component poor plasma tubing. The procedure was stopped. It was stated by the center that after the procedure there was donor hematuria. Blood was taken from the kit inlet line, the return line and the separation bag and found to be hemolytic. The donor was hospitalized one night for observation. Donor was given furosemide to monitor for hemolysis in their urine. The hematuria cleared and the donor was released in good condition the next day.